Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported the certas plus inline valve (828800pl) failed and had to be replaced.no additional information has been received.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas plus inline valve (828800pl) was returned for evaluation. Device history record (DHR) - or the product code 82-8800pl with lot 7456068 conformed to the specifications when released to stock. Failure analysis - -the position of the cam when valve was received was at setting 1. The valve was visually inspected, and no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the reported issue could be due to biologicals debris. Accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit and impair the anti-reflux function.